Event description:
Customer reports back to back testing on her meter with professional meter while using the advantage system with results of: hi on her meter to 119 mg/dl on professional meter, 556 mg/dl on her meter to 119 mg/dl on professional meter. Results of ¿hi¿ are over 600 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.